Event description:
It was reported that a user of the ilet experienced elevated blood glucose to approximately 400 mg/dl after entering an incorrect meal announcement size, stating they used a less usual meal selection and should have used the usual meal selection. Symptoms included hyperglycemia. Outcomes included troubleshooting and user education, with no alerts or alarms reported. Investigation included review of use history and education on correct meal announcement selection. Investigation of this case revealed user error related to meal announcement entry, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incorrect meal size announcement.